Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 539mg/dl. The customer was treated with insulin pump. Customer states that they had symptoms like dry mouth, urination. Customer¿s current blood glucose was 453mg/dl. Troubleshooting was performed. Drive support cap was normal. Customer reports insulin exited at the qr. There were no leaks or air bubbles. There were no site or insulin issues. Customer declined troubleshoot for high blood glucose. Customer advised to monitor the blood glucose and cannula. Call back if issue occur again and if she noticed bent cannula. The product will not return for analysis.